Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that trocars were leaky during surgery. The valves seemed to be frayed. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: three open trocar cannula/hub assemblies were received in a plastic bag for the report of leaking. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were also found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).